Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump lost power after it was dropped. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The yellow o-ring was not visible. There was no visible battery compartment, battery cap, or pump casing damage. The patient also denied that there was evidence of moisture in the pump. The pump's display was noted as being very scratched. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicating rebooting had occurred. The pump powered on with functional vibratory and auditory features, but the display screen is blank. The pump was open to investigate, revealing a crack in the display screen. The damaged display screen was replaced with a test display screen, and the pump then powered on to the verification screen appropriately. Unrelated to the power complaint, investigation revealed that the pump motor was inoperable.

Manufacturer narrative:
(B)(4).